Event description:
The patient underwent a cesarian section procedure on (B)(6) 2012 and suture was used. The suture and needle separated during use. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the needle of the complaint sample was visually inspected and swage marks were observed. The suture tip was inspected and found to be brittle indicating that it was tipped. Representative samples from the same lot number as the actual device were evaluated. No device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.